Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient was treated with an injection of fortum 1gram, once daily intravenously. The cause of the peritonitis was a breach in aseptic technique further described as the patient made mistake/touch contamination. It was reported the patient was not hospitalized for the event. At the time of this report the patient was recovering from this peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.